Event description:
It was reported that when an asymptomatic patient presented via remote transmission, intermittent atrial undersensing and a decrease in sensitivity on the atrial lead were noted. Programming change was made on the device. The patient was stable and will continue to be monitored.

Event description:
New information received states that loss of capture was not on the atrial lead. It was observed that the atrial lead have not been able to pace for years. Lead replacement is anticipated at the time of generator replacement procedure but no intervention has been performed at this time.